Event description:
The surgeon performed a left si joint fusion by placing three ifuse implants on (B)(6) 2010. A post-op CT scan showed that the proximal implant had breached the anterior aspect of the sacrum. No immediate intervention was performed. Six weeks post-op, the patient started to complain of numbness and pain into the left lower extremity. A selective l5 nerve root block was performed, but the patient did not get pain relief. On (B)(6) 2010, the surgeon performed a revision surgery and removed the proximal implant using an osteotome. The surgeon did not graft the void left by the explanted implant. At 10 months post-op, the patient stated that she was 85% better compared to before having the surgery.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA #(B)(4).